Manufacturer narrative:
Initial.

Event description:
It was reported that after a factory reset of the ilet due to error 00181525, the patient experienced recurrent low glucose events that were corrected with oral carbohydrates, and the cgm target had previously been set to a lower setting during steroid use. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided by the user, and review of available data. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.